Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('having surgery today') and device breakage ('device breakage') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6)2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6)2015. On (B)(6)2015, the medical device removal had resolved. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal ,device breakage. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('having surgery today') and device breakage ('device breakage') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the medical device removal had resolved. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal ,device breakage. Most recent follow-up information incorporated above includes: on 10-apr-2020: amendment: the report was also amended for the following reason: this case is marked for deletion due to duplicate identified with fu information. This case was found to be duplicate for case (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('having surgery today') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the medical device removal had resolved. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.